Event description:
It was reported that pole # 2 on the lasso catheter was black on the c3 system and there were no electrocardiograms (ECG) from 1 or 2. The physician exchanged the catheter and the issue was resolved with no patient consequences. On (B)(4) 2013 the product was received in the laboratory for analysis and it was found that the rings had foreign material underneath and one of the rings was damaged making this event reportable dating as alert date (B)(4) 2013.

Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the product analysis investigation is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that pole # 2 on the lasso catheter was black on the c3 system and there were no electrocardiograms (ECG) from 1 or 2. The physician exchanged the catheter and the issue was resolved with no patient consequences. The product was received in the laboratory for analysis and it was found that the rings had foreign material underneath and one of the rings was damaged. Upon receipt, the catheter was visually inspected and several rings were damaged and with white foreign material underneath. These conditions were not originally reported on the complaint. A ft-ir test was intended to be performed in order to get the origin of the material but the particles were too small. It is unknown how the rings were damaged and the origin of the foreign material. Then per the reported event, the returned device was evaluated for electrical resistance and current leakage and it failed on electrode #2. Further examination revealed that the pu (glue) was partially present over the ring, causing the ring movement and low electrical readings. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. An internal corrective action was opened to address the foreign material and ring damage.